Manufacturer narrative:
Intuitive has received the product associated with this complaint and completed investigations. Failure analysis investigations, confirmed and replicated the customer reported complaint of "unable to open jaws. Loose wire loop sticking out¿. The maryland bipolar forceps was placed and driven on an in-house system. The maryland bipolar forceps passed the recognition and engagement tests. The maryland bipolar forceps grip tips were unable to close fully, failing the intuitive motion testing. The maryland bipolar forceps was found with a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the maryland bipolar forceps failed an electrical continuity test. No thermal damage was observed. The maryland bipolar forceps was found with a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. The size of missing piece is measured to be approximately 0.021¿ x .0280¿. This failure is attributed to excessive force applied to the distal end of the instrument. The maryland bipolar forceps was found with a dislodged cable crimp in the distal end. This is likely a result of the broken yaw pulley. The maryland bipolar forceps was found to have an excessive amount of dried residue around the clamping pulley cable grooves. This failure is caused by improper reprocessing, such as insufficient flushing. The maryland bipolar forceps was found to have a frayed grip cable in the proximal end.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer noted a loose wire sticking out of maryland bipolar forceps instrument and was unable to open the jaws. No fragment fell into the patient. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no patient involved with this event, and the color of the broken wire is unknown.